Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2005. Post-operatively, an erosion occurred. An excision of the device and an anterior pelvic floor repair procedure were performed on an unknown date. The current status of the pt is improved.

Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.